Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reports an incident involving the vasoview hemopro 2 during a CABG procedure. Although the device was connected to the power supply and consumables accordance with the instructions for use (IFU), a deformation of the jaw was observed. The affected device was replaced with a new device, and the surgery was completed without further complications. The patient is in stable condition. There was a delay about 7-10min.

Manufacturer narrative:
Tw (B)(4). Updated fields: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/15/2026. Photographs were provided by the account. A photographic evalution was conducted. Product information was observed. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photographs. An investigation was conducted on 01/15/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the photographic evaluation as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000488957 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.